Event description:
Consumer reported complaint for high blood glucose test results and error message (e-0). The customer is concerned with test results from results obtained of 263 mg/dl. The customer¿s expected blood glucose test result ranges are 80-90 mg/dl fasting am and 100-120 mg/dl fasting pm. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer pm fasting and produced test result of 263 mg/dl using true metrix air meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 10/21/2026 and open vial date is 1 month ago. The meter memory was reviewed for previous test result history (date/time not set; customer was not concerned with the meter memory results of 74 and 75 mg/dl): result 1: 263mg/dl, date: (B)(6), time: 01:05a fasting pm. Result 2: 84mg/dl, date: (B)(6), time: 11:03p fasting am. Result 3: 74mg/dl, date: (B)(6), time: 10:04p fasting am. Result 4: 75mg/dl, date: (B)(6), time: 10:45p fasting am. Result 5: 85mg/dl, date: (B)(6), time: 10:35p fasting am.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned - product evaluation in-process. Test strips were not returned for evaluation - customer had returned the incorrect test strips. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Note: manufacturer contacted customer in a follow-up call on 18-aug-2025 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Manufacturer narrative:
Sections with additional information as of 08-oct-2025: h3: was the device evaluated by the manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter was returned for evaluation. Product testing was performed and defect found on returned meter: e-7. Test strips were not returned for evaluation - customer had returned the incorrect test strips. Root cause: rc-001: miscellaneous user induced contamination on the strip connector.